Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® plus citrate tube, an unspecified number of samples were underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: b.5 describe event or problem: it was reported while using the bd vacutainer® 9nc 0.129m plus blood collection tubes, an unspecified number of samples were underfilled. There was no health impact or consequences reported. D1: medical device brand name: bd vacutainer® 9nc 0.129m plus blood collection tubes d4. Medical device catalog #: 363080 d4. Medical device lot #: 5015927 d4. Medical device expiration date: 15-jan-2026 h4. Device manufacture date: 31-jul-2025 d.4 UDI#: (B)(4). D9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 20-aug-2025 investigation summary bd received three samples for investigation, which were inspected with no issues identified. Additionally, 100 retained samples were inspected with no visible defects found. Functional tests were conducted on 10 retained samples, and all tubes were found to be within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: no fill/no vacuum. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using the bd vacutainer® 9nc 0.129m plus blood collection tubes, an unspecified number of samples were underfilled. There was no health impact or consequences reported.